Event description:
It was reported that a patient with an implantable neurostimulator experienced numerous issues since the device was implanted. The patient had several falls. Despite adjustments made by the doctor, the stimulation did not function as expected and only provided temporary relief. The implant completely stopped working several months ago, and the patient believed it was infected, experiencing pain in the area around the implant. The patient expressed a desire to have the implant removed and was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.